Manufacturer narrative:
(B)(40 date sent 2/24/2025 d4 batch #837c61. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the anvil detached and no returned for analysis, also all anvil posts were broken as if the anvil was pulled out of the device. In addition, no reload was received. Due to the condition of the device no functional test was performed. Based on the condition of damages observed in the device the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 837c61, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Did the device staple ¿ struck in between. 2. If the device stapled, was the staple line complete - no 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight) ¿ not formed. 4. Did the device cut - no 5. If the device cut, was the cut line complete - no 6. Were the cut line and staple lines equal ¿ don know 7. Was the device fired across a staple line - no 8. Did the reload lock out and would not work - struk 9. Did the reload begin to staple and cut, but then jammed - yes 10. Did the device staple, but there was no cut line - no 11. How was the procedure completed ¿ with other company device . 12. Could you please clarify if there were any patient consequences ¿ no clarity on that . 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event - no

Event description:
It was reported that during an unknown the device was not working.